Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level and was in emergency room for 9 hours. The customer¿s blood glucose level were 600 mg/dl, 326 mg/dl, 269 mg/dl, 256 mg/dl and 200 mg/dl. Customer was treated with manual injection. Customer also reported motor error alarm. The device will not be returned for analysis.